Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) spoke to the lay user/patient for follow-up questions and obtained/verified the following information. The patient informed the mss that his testing frequency is 2-3 times daily and manages his diabetes with oral medications of metformin pills (850mg, 2x/daily). The patient confirmed the alleged issue began on (B)(6) 2012 at 5pm, while he was already at the hospital due to other health issues. The patient reported blood glucose readings of "154 and 111 mg/dl" with the subject meter and "210 and 196-198 mg/dl" on another meter (hospital brand meter), performed less than 30 minutes of each other; which the patient indicated was not within his normal blood glucose target range of "90-120 mg/dl" during fasting and "150-170 mg/dl" after each meal. Based on statistical methodology, the calculated difference of some of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. At the time alleged issue began, the patient confirmed no action was taken regarding his diabetes regimen. The patient confirmed he did not develop any diabetic symptoms; however, due to the readings of '210 and 196-198 mg/dl" obtained on the ER/hospital meter, the patient confirmed he was administered an unknown type/dose of insulin before his meal. At the time of troubleshooting, the cca noted the test strips were in good condition, the subject meter's unit of measure was set correctly, the patient's process for testing was correct, and an approved sample site was used; however the control solution was not available to perform a quality control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
The meter, test strips, and control solution have been returned to lifescan on (B)(6) 2012 for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluations are completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up (6/7/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.